Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13997sf, fastpass scorpion, batch number 65971, was received for investigation and upon visual inspection, it was observed that the upper moving jaw has broken off (see evaluation picture 3). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to the application of excessive forces. Further the laser marks are slightly faded, and the device shows signs of metal surface oxidation (see evaluation pictures 4 - 6).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the shoulder arthroscopy that the handle of the scorpion instrument had broken off inside the patient's body. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with another part number (ar-8925t). It was not necessary to switch the surgical technique or do a second surgery.